Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an issue with the ECG signal not being good when the device was running. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields- b4, b5, g1(contact person ¿ mfg site), g3, g6, h1, h2, h3, h6 codes(investigation types, findings, conclusion). H11 a getinge field service engineer (fse) inspected and start-up test run, ECG electrode sheet is attached to the body in the correct way, each electrode is correctly connected, ECG signal is normal. The device has passed various performance tests and delivered to user for clinical use. Patient involvement was there and no harm reported. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿connecting the electrode correctly ¿. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
It was reported that during use of cardiosave intra-aortic balloon pump (iabp) unit had an issue with the ECG signal not being good. Patient was involved. There was no patient harm or injury reported.